Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume was showing as zero. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider that when using the 0.25 caliber test circuit, no air leakage could be measured so it was reported to require repair. A good faith effort (gfe) response was received from the authorized service provider (asp), and it was communicated that the customer was not willing to provide the device diagnostic report (drpt). It was confirmed that the issue occurred during testing of the device. The customer hospital equipment department replaced the flow sensor, which resolved the issue and restored the device to normal use. The device was placed back into service. No replaced parts will be returned to evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.